Event description:
Pt underwent odontoid displacement surgery on 04/23/1999. Post-operative film revealed fractured piece of device in cervical area. Device in question inspected and confirmed to have one spike and rivet missing. Pt brought back to surgey the same day for re-operation; fragment successfully removed from surgical site. Pt's post-operative condition reported to be fine. This event type is occurring below the frequency and severity that are usual for this device.